Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances greater than 125 ohms in multiple vectors. A revision procedure was scheduled to replace the lead. The lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the revision procedure was performed. This rv lead was surgically abandoned and the ICD was explanted. The device will not be returned. No additional adverse patient effects were reported.